Manufacturer narrative:
Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call of a damaged pump and needs a new pump shipped to them. The customer's blood glucose reading was unknown at the time of incident. No further details provided.